Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that a revision would be scheduled. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced a hard fall directly on the device, resulting in a complete loss of therapy. Prior to the fall, the had great therapy down their legs and perfect coverage. Following the fall, multiple impedance issues were observed, which varied with the patient's position, changing between standing and lying down. High impedance values were reported for electrode 8 at 14,480 and electrodes 14-15 at 15,000. The impedance value for electrodes 3-4 was 4300. When using reference electrode 3, the highest impedance value was 4300, but the rest of the electrodes were within thousands or hundreds, except for electrode 8, which was still very high. The rep noted multiple electrodes showed values of 680 and 100. Despite using electrodes 5, 6, 7, and 14-15, the patient did not receive therapy. There was a discussion regarding the possibility of shorts. The resolution involved educating the customer and providing information. No patient complications have been reported as a result of this event.